Manufacturer narrative:
The customer¿s experience with an etco2 module alarmed for ¿failed to alarm¿ was not confirmed, the customer¿s experience of ¿unable to calibrate¿ was determined to be the result of a constant channel error preventing calibration. During functional testing the source device immediately alarmed ¿channel error¿ code 571.6241. The malfunction occurred during post. The error log recorded 69 malfunctions between 27nov2018 at 1:16 pm and 12sep2019 at 10:13 am. The event log records the malfunction occurred immediately after being powered on. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Additional testing performed on the returned etco2 module found that if the device is dropped from a height of 25 inches the oridion cable harness will disconnect from the j3 connector on the power supply. The disconnected cable will generate a channel malfunction code 571.6241. It is believed, there was no patient involvement due to the fact the malfunction occurs during post. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
It was reported that there were four etco2 devices that malfunctioned. It is unknown which of the four devices malfunctioned during patient use, therefore, the customer is sending in all four devices for investigational purposes. The etco2 device alarmed for "failed to alarm, unable to calibrate".